Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with hypoxic, hyper carbic respiratory failure and cytomegalovirus (cmv) colitis ultimately requiring resection and colostomy. Respiratory failure requiring tracheostomy, subsequent respiratory failure requiring vv-ECMO, bacteremia due to rothia and abiotrophia, dah (diffuse alveolar hemorrhage), and pneumonia from stenotrophomonas and achromobacter as well as possibly cmv pneumonia. The patient passed away due to multiorgan failure with heart failure on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25oct2021. The heartmate 3 lvas IFU document is currently available. This IFU bleeding, respiratory failure, and death as adverse events that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvad, serial number (B)(6), was not explanted. No further information was provided. The manufacturer is closing the file on this event.